Event description:
It was reported that during "another" implantation, the physician nicked the lead wire and the implantable neurostimulator, subsequently, died prematurely. It was further reported that the patient's neurostimulator required recharging every seven days. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).